Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed two (2) low flow alarms logged on (B)(6) 2026 at 14:55:44 and on (B)(6) 2026 at 10:59:24. The low flow alarms are an additional finding, unrelated to the reported event. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, infection and sepsis are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and sepsis. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient presented to the emergency department from a skilled nursing facility as staff deemed the patient was "not acting like himself and very warm to the touch". The patient was admitted to hospital for a suspected episode of sepsis. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the destination therapy post approval study. Continuation of d10: dtmb1qq ICD implanted (B)(6) 2020 479888 lead implanted (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.